Event description:
It was reported that the patient's pacemaker migrated lower within the implant pocket and subsequently pulled the atrial and right ventricular leads back. Chest x-ray confirmed that both leads were pulled back. All lead parameters were within normal limit. On (B)(6) 2022, the pacemaker was repositioned and the leads were explanted and replaced successfully. The patient's condition was stable. Related manufacturer reference number: 2017865-2022-05065, 2017865-2022-05066.